Manufacturer narrative:
The customer ran linearity and control on both meters with acceptable results. The customer's test strips (12 strips returned) were returned for investigation and measured with a retention meter and sample. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 43 mg/dl, 43 mg/dl, 44 mg/dl, level 2: 299 mg/dl, 299 mg/dl, 302 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial numbers (B)(4). The following are the course of events during the day: the following are (B)(4) meter results: 7:43 a.m. :36 mg/dl, 7:45 a.m. :52 mg/dl, 7:48 a.m. :34 mg/dl. The patient was administered 20 milligrams of IV dextrose. The following are all (B)(4) meter results and medication administered: 8:23 a.m. Result 62 mg/dl. 8:25 a.m. 25 milligrams, 8:26 a.m. Albuterol breathing treatment, 8:30 a.m. 60 milligrams of steroid given which was originally scheduled. 8:53 a.m. :34 mg/dl, 8:56 a.m. :20 mg/dl. The patient was administered 50 milligrams. 9:21 a.m. :32 mg/dl. The patient was administered 28 milligrams. 9:48 a.m. 19 mg/dl. The patient was administered 9:55 a.m. 32 milligrams more. 9:56 a.m. 216 mg/dl. The patient is currently in stable condition.